Manufacturer narrative:
Weight: unknown, ethnicity:unknown, race: unknown. This product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -12.00/2.0/069 (sphere/cylinder/axis), implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The lens was replaced with a shorter length lens due to excessive vault on (B)(6)2022. This resolved the problem.cause of the event is reported as unknown.